Event description:
Cardiovascular intensive care unit (cvicu) received a patient with a balloon pump in place. The patient was placed on our equipment. The cardiosave is scheduled to auto fill the helium every 2 hours. It did not auto fill and required the nurse to manual press auto fill every two hours when the alarm went off. The rn caring for the patient called the representative from maquet numerous times and even sent photos of what the alarms were reading. They assured us that the machine was still functioning appropriately and not harming the patient, but that it was just going to be an inconvenience for the nurse to have to continue auto filling.